Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
(B) (6) 2010, this patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was placed on the right side without incident. Attempts to cannulate the contralateral gate were unsuccessful due to a shelf of calcium blocking the lumen. An unplanned aortouniiliac with femoro-femoral bypass was performed. The patient tolerated the procedure.